Manufacturer narrative:
C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2000: (B)(6) hospital. (B)(6), d.o. History: ¿the patient is a 38-year old hispanic male, who apparently developed an umbilical hernia (B)(6) 2000, while lifting at work. He reported this to his employer. He presented to the walk-in clinic for evaluation. He was subsequently referred to me .¿ implant procedure: laparoscopic repair of incarcerated umbilical hernia with implantation of dual mesh gore-tex. [Implant: gore® dualmesh® plus biomaterial, 1dlmc07/p16496-004, 20cm x 30cm x 1mm thick]. Implant date: (B)(6) 2000 [hospitalization dates unknown]. (B)(6) 2000: (B)(6) hospital. (B)(6), d.o. Operative report. Preoperative and postoperative diagnosis: incarcerated umbilical hernia. Anesthesia: general. Estimated blood loss: 5cc. Complications: none. Wound classification: not provided. Findings: ¿approximately 3-cm umbilical defect with incarcerated preperitoneal fat.¿ procedure: ¿the patient was taken to the operating room and under the above mentioned anesthetic prepped and draped in the usual sterile manner. The borders of the hernial defect were clearly marked with a sterile marking pen. Three centimeters away from the border of the defect, additional markings were made and outlined in preparation for construction of the implanted dual mesh gore-tex patch. Subsequently, the 10-mm port was placed under direct vision using the hassan trocar technique in the left lateral flank region. The two 5-mm ports were then placed, one below the left subcostal margin laterally, and the other just above the left anterior superior iliac spine. At this time, the camera was inserted and the pneumoperitoneum had already been created, and the hernia reduced. The incarcerated portion of preperitoneal fat was excised and brought out through the 10-mm port. Subsequently, the gore-dual mesh patch was prepared and clearly the smooth side was marked, and numbered at each corner. At the time the corners were then sutured with gore-tex suture and the [sic] then mesh then rolled into a tube and placed into the abdomen through the 10-mm port. The mesh was then unfurled in the abdomen, and the numbers coordinated with the skin markings and four small stab incisions made at each corner and subsequently the sutures were grasped with the endo stitch grasper and brought out through the stab incisions and carefully secured with seven square knots each. Subsequently, the mesh was tacked to the anterior abdominal wall with the protac, stapling device and once this was completely implanted , the 5-mm ports were removed under direct vision. There was no bleeding noted, and the laparoscopic camera and hassan trocar removed under direct vision as a single entity and the pneumoperitoneum released. The anterior fascia was closed with a running 0-vicryl for the 10-mm port, otherwise all the other incisions were closed with staples. Band-aids applied, and the patient was transported to recovery in stable condition .¿ implant sticker. ¿gore-tex dualmesh biomaterial¿. Site: umbilical hernia cat #: 1dlmc07; lot #: p16496-004 . Explant preoperative complaints: (B)(6) 2008: (B)(6) hospital. (B)(6) md. Indications: ¿the patient is a 46-year-old married hispanic male referred to me by dr. (B)(6) because of right-sided chest pain. The chest pain did not fit any easy diagnostic category although he had a hida scan that showed an abnormally low ejection fraction showing gallbladder dysfunction. He also appeared to have symptoms of gastroesophageal reflux disease. However, because of his chest pain symptoms, I referred him to dr. Deleon asking for a cardiac clearance. A stress test with nucleotides was done to rule out heart disease. The two procedures were explained to the patient and his wife including his cholecystectomy and the need for endoscopy to look for physical findings and pathological evidence of reflux. It was also noted that he had an umbilical hernia. His family pointed out that he had a repair using mesh done laparoscopically several years ago by dr. (B)(6). This repair had obviously failed and we fixed this problem also at the operation .¿ explant date: (B)(6) 2008 (hospitalization dates unknown). Explant procedure: laparoscopic cholecystectomy with repair of recurrent umbilical hernia. Esophagogastroduodenoscopy with clotest, biopsy of duodenal bulb, biopsy of the antrum, and biopsy of the esophagus. (B)(6) 2008: (B)(6) hospital. (B)(6) md. Preoperative diagnosis: right chest pain associated with gallbladder dysfunction, gastroesophageal reflux disease symptoms, recurrent umbilical hernia status post failed mesh repair, and obesity. Postoperative diagnosis: right chest pain associated with gallbladder dysfunction, gastroesophageal reflux disease symptoms, recurrent umbilical hernia status post failed mesh repair, obesity, and dysfunction of lower esophageal sphincter pressure associated with small hiatal hernia, duodenitis, and small gallstones/cholesterolosis. Anesthesia: general. Estimated blood loss: minimal. Wound classification: not provided. ­ procedure: ¿the patient was placed supine upon the operating room table. Once good general endotracheal anesthesia was obtained, a foley was placed in his bladder. He was prepped with betadine scrub and solution. He was draped in a standard sterile fashion. A veress needle was placed in his left upper quadrant to instill 3 l of co2 gas to create a pneumoperitoneum. While that was occurring, trocar sites were anesthetized just above his umbilicus and through the body of the umbilical hernia with 0.25% marcaine with epinephrine. 2 other trocar sites were anesthetized in the left upper quadrant both in the midclavicular line, one just below the rib cage and the other parallel to the umbilicus. A final trocar site was anesthetized in the right upper quadrant parallel to the umbilicus in the midclavicular line. After this was done, the camera and the trocar were placed through his umbilical skin examination showed no abnormalities of his liver. He had a very contracted gallbladder with what appeared to be a thickened wall. He had some adhesions from his prior hernia repair. The other trocars were placed under direct visualization. Adhesions of omentum to the area around the umbilicus were taken down using a 5 mm scope. The reason for the failed umbilical hernia repair was that the small screen of mesh which had contracted had moved off being underneath the umbilicus to a point that it was to the right of the umbilicus under the right rectus sheath. After this brief exploration, no other gi tract abnormalities were found. The gallbladder was grasped and retracted up towards the right shoulder. The peritoneum over the cystic artery and duct was incised. This cystic duct was isolated and occluded with four hemoclips. The duct was then divided at the mid point of where these four clips had been placed. The hepatic artery was cauterized to obtain hemostasis. The peritoneum attaching the gallbladder to the liver was incised using electrocautery. The gallbladder was then removed from the hepatic bed also using cautery. There were no problems getting the gallbladder out. Once it was removed, it was put in a capture bag. The capture bag was taken out through the umbilicus. The umbilicus had been widened at this point so that we could repair his recurrent umbilical hernia. After the gallbladder was removed, the hepatic bed was inspected carefully for hemostasis. It was adequate. The abdomen was washed with a bleach-containing solution. Then the umbilical hernia was repaired it was repaired with 3 sutures of #1 vicryl closing the hernia completely so that even when air was instilled into the abdomen none leaked. The skin incision was then enlarged to remove the umbilicus and then the skin was closed tacking the skin directly over the hernia repair back down to the point where the umbilicus had been before. The other 3 trocar sites were also closed with staples. After this was done, the endoscopy was done. While the patient was still under general anesthesia, the olympus endoscope was placed into his mouth and then gently into his proximal throat. The scope was then gently driven down his esophagus through his esophagogastric junction where pictures were taken. The scope was then pushed into his stomach, and the stomach was distended with air. Scope was then passed down to his pylorus into his duodenal bulb where there appeared to be some duodenitis. Scope was then further passed down the first and second portions of the duodenum. Scope was brought back into the duodenal bulb area and a biopsy was taken. The scope was then removed back into the stomach where a clotest was taken and a second biopsy of the antrum was taken and sent to pathology. The scope was then retroflexed to look at his esophagogastric junction from below. Pictures were taken of this. It was abnormal. He did not have good lower esophageal sphincter pressure with the scope only filling half of the space where the sphincter should have been tightly surrounding the scope. There was also a small hiatal hernia here which did not look incarcerated. The scope was then straightened out. The scope was brought back into the esophagus where an esophageal biopsy was done. The scope was then removed. The patient tolerated all the procedures well. He was extubated and then taken to the recovery room awake with stable vital signs. There were no complications from the procedures .¿ ­ (B)(6) 2008: pathology. Specimen source: ¿a. Gallbladder. B. Antrum. C. Duodenum. D. Esophagus.¿ pathologic diagnosis: ¿a. Gallbladder, cholecystectomy: chronic cholecystitis, cholesterolosis. B. Stomach, antrum, biopsy: antral-type gastric mucosa without histopathologic abnormality. Warthin-starry stain is negative for helicobacter-like organisms. C. Small intestine, duodenum, biopsy: benign duodenal mucosa without evidence of celiac disease, duodenitis, granulomas, dysplasia or malignancy. D. Esophagus, biopsy: squamocolumnar mucosa with mild chronic inflammation. Squamous mucosa with mild hyperplastic changes; negative for dysplasia or malignancy. Fundic-type gastric mucosa without histopathologic abnormality.¿ gross description: ¿a. The specimen, labeled and designated ¿gutierrez, gallbladder,¿ is received in formalin and consists of an 8 x 3 x 3 cm, gray, smooth-surfaced, previously partially opened gallbladder. The cystic duct region is inked. The gallbladder wall averages 0.2cm in thickness and has a tan, velvety, yellow-streaked mucosa. No gallstones are identified. The cystic duct appears patent. B. The specimen, labeled and designated ¿gutierrez, antrum,¿ is received in formalin and consists of one soft, tan tissue fragment up to 0.2 cm. C. The specimen, labeled and designated ¿gutierrez, duodenum,¿ is received in formalin and consists of one soft, tan tissue fragment up to 0.2 cm. D. The specimen, labeled and designated ¿gutierrez, esophagus,¿ is received in formalin and consists of two soft, tan tissue fragments up to 0.2 cm .¿ relevant medical information: (B)(6) 2010: (B)(6) hospital. (B)(6) md. Procedure: recurrent umbilical hernia repair. Preoperative and postoperative diagnosis: recurrent umbilical hernia with deformity of umbilicus . Hypertension. Hyperthyroidism. Chronic back pain. Gerd. Obesity. Osa. Anesthesia: general. Estimated blood loss: minimal. ­ wound classification: not provided. ­ indications: ¿this is a 49-year-old hispanic male who had an open cholecystectomy and a umbilical hernia repair in (B)(6) 2008. Postoperatively, he had some suture abscesses where #2 vicryl split from his wound. He also developed an area on the inside of his umbilicus that looked like a small stitch abscess. In the last six months at work lifting heavy engines he noticed that his fascia above his umbilicus had a bulge sticking out into his midline just above the umbilicus. This was clearly a recurrent, small, umbilical hernia. He also had been bothered by the stitch abscess in his umbilicus. We agreed to repair his hernia and rid him of this irritated area in his umbilicus. Informed consent was obtained.¿ ­ procedure: ¿the patient was placed supine on the operating room table. Once good general endotracheal anesthesia had been obtained, a catheter was put in his bladder. His legs had been put in compression pumps. He was sterilely prepped and draped in a standard sterile fashion. A short incision starting 2 inches above his umbilicus was continued around his umbilicus to a point half an inch below his umbilicus. The subcutaneous fat was divided and the hernia was identified. His umbilicus was lifted off of the fascia, so that we had a good view of his fascia and the hernia sac. We also found an undissolved piece of #1 pds at the point where his umbilicus had been irritated. This was removed along with several other sutures that had not dissolved. The area that had been chronically irritated in his umbilicus was resected. The areas of the hernia defect were cleared of hernia sac. We then reapproximated the rectus fascia in two layers using #1 vicryl suture as internal retention sutures. The midline was brought back together with looped #1 pds suture. The internal retention sutures were then tied down. The umbilicus was tacked back to the fascia with a 3-0 vicryl suture. The skin was then closed with staples. Sterile dressings were placed. The patient was extubated without difficulty. He tolerated the procedure well. In the recovery room, however, it was noticed that he had episodes of at least 14 seconds long where he was apneic. This clearly is sleep-apnea-type breathing and he should be tested for this and probably set up for CPAP [continuous positive airway pressure]. This will be discussed with (B)(6) [sic] his return clinic visit .¿ ­ (B)(6) 2010: pathology. Specimen source: ¿a. Foreign body reaction, umbilicus.¿ pathologic diagnosis: ¿umbilical tissue, resection: foreign material with attached fibrinous tissue, benign.¿ gross description: ¿the specimen, labeled and designated ¿gutierrez, foreign body causing reaction,¿ is received in formalin and consists of a 1 x 0.6 x 0.1 cm sheet of gray-white tissue that is inked blue, trisected and totally submitted in (a1). Also received in the specimen container is a 0.6 x 0.1 cm in diameter segment of blue suture material that is retained in the specimen container .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2000 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008 and (B)(6) 2010, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh revised due to recurrent hernia from mesh failure. Mesh had contracted and moved off underneath the umbilicus to the right. Omental adhesions were taken down. Mesh removed due to recurrence and abscess. Additional event specific information was not provided.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product ( g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.